Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose with blood glucose drops from 144 to 29 mg/dl at the time of the incident. The customer's parent tried reservoirs from a different lot and the customer's blood glucose values were ok. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The reservoir will not be returned for analysis.